Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) had an alert trigger for high and undefined impedance measurement of the right ventricular (rv) lead. It was noted that there was a connection issue between the device and lead. The rv lead was reconnected to the crt-d and both the device and lead remain in use. No patient complications have been reported as a result of this event.